Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture (loc) was observed on this right atrial (ra) lead. Pacing threshold measurements were high, and an x-ray confirmed the lead was dislodged. Therefore, the lead was repositioned. No additional adverse patient effects were reported.